Event description:
Pt had anterior wall myocardial infarction on 11/27/95. Pt went into cardiogenic shock. Device implanted on 11/27/95. Pt never awoke from surgery. Pt had unstable post-operative course to include seizures, renal failure. When pt was finally stable enough a computerized tomography scan was done. On 12/11/95 (13 days post-op) computerized tomography scan showed right hemisphere cerebral vascular accident. Discontinued support on 12/11/95 and pt expired. It is unclear that the device was implicated in the outcome. A verbal report was provided to the MFR, april 10, 1998, so that co could provide a preliminary report to the FDA.